Event description:
A malfunction alarm was reported, specifically malfunction code 0, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer contacted support and received guidance on resetting the pump, which resolved the issue. They were advised to continue using the pump and contact support again if the issue reoccurred.